Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: a7101110, lot#: 0061910640, 0061915174. It was reported by the customer that they identified foreign material in fiuid parth of 20ml luer lock syringe had skiving inside . Verbatim: rcc received a complaint via email. Email(s) attached. On (B)(6) 2023, they identified foreign material in fiuid parth of 20ml luer lock syringe had skiving inside item no: a7101110, lot no: 0061910640, 0061915174.

Manufacturer narrative:
Pr 9410792 follow up for device evaluation. It was reported there was foreign matter in the fluid path. To aid in the investigation, three samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no foreign matter of any kind was observed. The plunger rods have a plastic flash at the injection gate that is 1/16" long. This flash is an acceptable imperfection. No other defects or imperfections were observed. A device history record review was completed for provided material number 301031, lot 3235989. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Updated lot number received. Material#: a7101110, lot#:3235989 0061915174. It was reported by the customer that they identified foreign material in fiuid parth of 20ml luer lock syringe had skiving inside . Verbatim: rcc received a complaint via email. Email(s) attached. On 12/07/2023, they identified foreign material in fiuid parth of 20ml luer lock syringe had skiving inside item no: a7101110, lot no: 0061910640, 0061915174. Follow up: lot # is 3235989. Address is (B)(6).

Manufacturer narrative:
Pr (B)(4) correction in summary: it was reported there was foreign matter in the fluid path. To aid in the investigation, three samples with no packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no foreign matter of any kind was observed. The plunger rods have a plastic flash at the injection gate that is 1/16" long. This flash is an acceptable imperfection. No other defects or imperfections were observed. A device history record review was completed for provided material number 301031, lot 3235989. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.   Material#: a7101110 lot#:3235989. 0061915174 it was reported by the customer that they identified foreign material in fiuid parth of 20ml luer lock syringe had skiving inside. Verbatim: rcc received a complaint via email. Email(s) attached. On 12/07/2023, they identified foreign material in fiuid parth of 20ml luer lock syringe had skiving inside item no: a7101110, lot no: 0061910640, 0061915174. Follow up: lot # is 3235989. Address is attn:(B)(6).